Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Trend analysis: no trend identified. Event summary: it was reported that the welding of the impactor is broken. Visual examination: the instrument was returned for an investigation. The welding connecting the front part to the rod of the impactor has broken. Moreover, there are several signs of usage visible. No other conspicuousness found. Review of product documentation: inspection plan: characteristic no. 03 feature "welding¿ with scope of testing: 100%. Means of inspection: "visual inspection". Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible -> no signs of corrosion were visible. Instrument, breaks, deforms, or parts remain in wound. Due to inadequate design for intended performance => possible, as it cannot be excluded based on the available information. Instrument, breaks, deforms, or parts remain in wound. Due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Moreover as the instrument was manufactured in 2006, a deterioration as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use not possible -> the instrument shows no signs of an off-label use. Conclusion summary: the broken impactor has been returned for an investigation. Extraordinary high forces might have occured during surgery leading to the breakage of this welding connection. Additionally, the instrument was manufactured in 2006 and might have been on the market for more than 10 years and therefore used excessively. Moreover, no other similar event has been reported for this instrument, therefore this can be considered a single case. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
An anatomical shoulder reverse impactor was used during surgery on (B)(6) 2017. It was reported that the welding seam broke during normal use. The surgery was completed with another device without delay. No patient harm was reported.